Event description:
It was reported that the device smoked and that sticky residue was all over the device. The reporter could not confirm whether or not the device was on a pt nor whether any harm had occurred because no event report was provided to him and did not know which area of the hospital sent him the device. The customer stated that no further pt or event info was available.

Manufacturer narrative:
(B)(4). The reported issue that the iui connector started smoking on the returned pump module could not be confirmed. Inspection of the pump module found no indications of any thermal activity having occurred internally or externally. Testing of the module found no power issues, communications issues or smoking. Resistances between adjacent pins of both iui connectors were found to be normal (open).